Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged on this non-dependent patient. The lead was then oversensing the right atrial activity. As a result, the patient received 7 inappropriate shocks, across several episodes. Therapy was programmed off until a procedure could be performed. During the revision, the physician was concerned that the helix was affected when it dislodged, thus the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. However, the allegation of helix mechanism difficulty was confirmed by testing. Blood clogging in the helix mechanism was likely the root cause of helix mechanism difficulty.